Event description:
It was reported that the patient had a history of the aortic dissection from (B)(6) 2014 and was treated with drug therapy. The recent computed tomography angiography (cta) showed that the thoracic aorta increased in diameter and the false lumen expanded approximately 55mm. All major vessels were perfused by the true lumen. The primary tear was located very close to the left subclavian artery. On (B)(6) 2014, the physician decided to treat the patient and cover the whole thoracic aorta (from left carotid artery to celiac trunk) with two conformable gore tag thoracic endoprostheses. Access was obtained and both endoprostheses were implanted in the intended positions. The first device (tge343420/12304777) covered the subclavian artery as intended; the second one was implanted just above the sma (the ostium of the celiac trunk was already occluded; the celiac trunk was perfused retrograde). The final cta showed a type a dissection, starting about 30 mm proximal of the most proximal graft (15 mm proximal of the bracheocephalic artery), retrograde to the aortic root. The physician decided to convert the patient to open surgery.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also was implanted tge404020/12161324.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to surgical conversion. Additionally, the IFU states: the gore tag thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: chronic dissection.

Event description:
It was reported that the patient had a history of aortic dissection from december 2013 and was treated with drug therapy. Recent computed tomography angiography (cta) showed that the thoracic aorta increased in diameter and both (true and false) lumen expanded approximately 55mm. During the procedure the physician found that an entry tear was located at the mid-ascending thoracic aorta. The tear ran perpendicular to the proximal end of the conformable gore tag thoracic endoprosthesis. The final cta showed a type a dissection, starting about 30 mm proximal to the most proximal graft (15 mm proximal of the brachiocephalic artery), extending to the aortic root. The physician assumed that the tear caused by the straight flush catheter. The patient suffered from temporally loss of strength of his legs, but adequate liquid-drainage procedure solved this problem. The patient tolerated the procedure.